Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of having issues with their sensor. Customer states receiving low blood glucose readings from the sensor. Customer states double checking their blood levels manually and receiving a different reading. The customer's blood glucose level is 150mg/dl. Troubleshooting was conducted. The customer will return the sensor, and a replacement will be shipped.

Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.